Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on receiver on (B)(6) 2015. Patient's father reset the receiver and it resolved the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log found hardware battery errors, confirming the reported event of a hardware error code. The root cause was determined to be a defective receiver battery.

Manufacturer narrative:
(B)(4).